Manufacturer narrative:
(B)(4)

Event description:
This complaint is intended to document an unknown number of occurrences where the patient experienced signal loss. Patient was unaware of the number of times and dates so the dates listed are an approximate.